Manufacturer narrative:
Based on the claim against the product by the customer noting error on generator, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse could reproduce the error and erbe was replaced. System tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed, and the reported failure was confirmed. The unit displayed error c-34 during startup. Unit will be sent to original equipment manufacturer (OEM) for repair. The complaint regarding c-34 error was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the system encountered c-34 error when monopolar was activated. There were no issues with bipolar energy. Onsite logs found error c-34. Troubleshooting by power cycle or changing monopolar instrument did not resolve the issue. The procedure was converted to laparoscopic surgery with no reported injury.